Event description:
It was reported that the fiber tip broke off in the patient's ureter during the procedure. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that the fiber tip broke off in the patient's ureter during the procedure. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.